Manufacturer narrative:
Literature citation: okocha m, la raja c, nikolaou s, cuthbert h, nasasra a, vaizey cj, et al. Outcomes of rechargeable sacral neuro modulation for faecal incontinence: a single-centre observational study. Colorectal dis. 2025;27:e70344. Doi: 10.1111/codi.70344. Please note that specific device identifiers were not available in the article. Additional impacted devices were as follows: product ID 97810 lot# unknown product type implantable neurostimulator, ubd: unknown, UDI#: unknown product ID neu_unknown_lead lot# unknown product type lead, ubd: unknown, UDI#: unknown. H6: please note that conclusion code d12 applies to reported events 1, 2, 4, and 6 from section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Reported events: 1. 1 patient experienced generator migration from the pocket that required explant. 2. 1 patient underwent a device replacement procedure due to pain. 3. 4 patients underwent explant due to poor function. 4. 4 patients underwent device replacement procedures due to lead displacement. 5. 2 patients underwent device replacement procedures due to ¿non-functioning leads despite correct position.¿ 6. 1 patient developed early lead extrusion at 4 weeks that required explant. 7. 2 patients experienced lead-related dysfunction that required revision procedures. It was noted that these cases were ¿without infection.¿